Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):on investigation, there was no visible damage to the keypad. Testing confirmed the keypad buttons had intermittent response requiring multiple presses with excessive force to evoke a response. None of the keypad buttons have normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all the buttons.